Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer had a hole in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. The hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat-I stabilizer had a hole in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to use on a patient, it was noted the package of the blade had a hole in it. Another product was used to complete the procedure. No patient injury was reported. (B)(4) sale rep asked for the patient information of gender, age, weight etc., but the hospital didn¿t release the patient information under the patient policy.

Manufacturer narrative:
The accessrail platform was returned to the factory for evaluation. The other components of the kit were not returned. Signs of clinical use was evident. No blood was observed on the device. The packaging was not returned; therefore a proper investigation of the reported failure could not be conducted. The reported complaint is not confirmed. (B)(4).

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, acrobat-I stabilizer had a hole in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning the hospital reported that during preparation for an endoscopic vein harvesting procedure, acrobat-I stabilizer had a hole in the package. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is returning. Prior to use on a patient, it was noted the package of the blade had a hole in it. Another product was used to complete the procedure. No patient injury was reported. (B)(4) sale rep asked for the patient information of gender, age, weight etc., but the hospital didn't release the patient information under the patient policy.